Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the implanted impella 5.5 pump began to trigger high purge pressure alarms during patient support. The purge cassette, purge bag, and automated impella controller (aic) were all exchanged to troubleshoot the issue, but the alarms persisted. Due to the ongoing issue, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the high purge pressure (hpp) issue has been completed since the original report was submitted. The device was not returned for investigation. Based on the data log, the root cause of the hpp was determined to be use related as the pump was not primed before implant.